Event description:
It was reported that the patient experienced a low voltage hazard alarm which lasted approximately 60 minutes, approximately 3-4 weeks before 16apr2025, though the exact date of the alarm was unknown. The patient was noted to be awake but not aware of the alarm while it was occurring. The patient noticed when the patient looked at their alarm history on the system controller. The patients system controller did alarm later that evening for a routine low voltage advisory alarm. Log file review confirmed the low voltage advisory alarm, however previous alarms had been overwritten by newer data. Otherwise, the event log file captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - UDI: correction manufacturer's investigation conclusion: the reported event of atypical low voltage alarms and the system controller not alarming on the system controller (B)(6) was unable to be confirmed. Product was not returned for testing. Submitted log files did not reveal any abnormalities or issues with the system. Per provided information the patient experienced a low voltage hazard alarm that lasted approximately 60 minutes, approximately 3-4 weeks before (B)(6) 2025, though the exact date of the alarm was unknown. Per additionally provided information the patient was noted to be awake but not aware of the alarm when it was occurred and noticed when they looked at their alarm history on the system controller. The system controller then did alarm later that evening with a routine low voltage advisory alarm. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿ instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the system controller¿s audible and visual alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.